Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2023-23743, it was reported that the patient presented in the clinic due to pacemaker pocket infection and pocket erosion. It was noted that the pacemaker was eroded through the pacemaker pocket. The entire pacemaker system, which includes the right ventricular (rv) lead, the right atrial (ra) lead, two capped rv leads and two capped ra leads, was then explanted. The patient was discharged post-procedure.